Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient had collapsed, then called the ambulance and was taken to the emergency room (ER) on 19oct2023. The patients blood glucose level was 650 mg/dl and ketones of 4. The pod was worn between 5 and 24 hours on the abdomen. The patient was treated with infusions. It was noted that the cannula did not inserted correctly into the infusion site. The patient was released from the hospital after 12 hours.